Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. There was some excess drainage at the generator sight about 14 days after implant. Patient got staples pulled two days before the date of this report and sight looked fine. Next day the patient called in about excess drainage at the site of her generator incision. Patient came back to clinic and a physician looked at incision sight. On (B)(6) 2016 the generator site was opened up and flushed out. Samples of the excess fluids were taken. The generator was placed in a tyrx pouch and placed back in pocket. The issue was resolved at the time of this report.

Event description:
Additional information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported the patient had a pocket revision shortly after their replacement. A surgical intervention was planned and scheduled, and the explant was to be on (B)(6) 2016. The issue was resolved at the time of the report. The patient¿s status at the time of the report was alive-no injury. It was noted the rep wasn¿t positive of the reason for the explant.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that during the explant surgery, a lot of clear fluid at the pocket site and at the lead site were noticed. It was noted that at the lead incision site, there was visible drainage similar to the pocket site during the initial pocket revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-jan-06. It was confirmed that due to the infection, the devices were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.